Event description:
It was reported that the syringe solomed 5ml ll 22x1 w/sh sla experienced difficult plunger movement. The following information was provided by the initial reporter: the client mentioned that she made use of the syringes, which were resistant to use, as informed by her, they do not have the lubrication they should have to slide the syringe plunger. She said there was no harm done to anyone and there was no misplaced or wasted substance.

Manufacturer narrative:
H6: investigation summary no samples were made available by the customer so it was not possible to perform an investigation and determine the root cause for the incident. Additionally, the retention samples for the complained lot were evaluated where the parts were subjected to a rod movement force test and no non-conformities were observed. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe solomed 5ml ll 22x1 w/sh sla experienced difficult plunger movement. The following information was provided by the initial reporter: the client mentioned that she made use of the syringes, which were resistant to use, as informed by her, they do not have the lubrication they should have to slide the syringe plunger. She said there was no harm done to anyone and there was no misplaced or wasted substance.